Manufacturer narrative:
Findings: evaluated 3 opened/used reservoirs. Performed pre-fill reservoirs test. Reservoirs did not leak, had no air bubbles and not occluded a when pre-fill. Also, inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir & connector into an insulin pump. Conclusion: reservoirs did not leak, had no air bubbles and not occluded.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer's blood glucose was unknown. Customer also reported that there was an air bubble in reservoir. Customer was advised to return the reservoir for analysis. The reservoir will be returned for analysis.